Event description:
The customer reported errors failed (extended self-test) est (e/c 3122- relief valve cracking pressure out of range (less than 120 cmh2o or greater than 60 cmh2o) and 3108-exhalation pressure outside range). There was no patient involvement.